Event description:
While changing midline transparent dressing, catheter broke off at hub when dressing pulled off site with manual force and while following procedure for midline dressing removal. Line was able to be grasped and removed intact.